Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 4: MFR reference report: 3006705815-2018-03434, 3006705815-2018-03435, and 1627487-2018-13327. It was reported that on (B)(6) 2018 a lead was repositioned to add more slack to create less strain on the lead. The patient has effective stimulation post operatively. It is unknown which lead was repositioned so all leads for this patient are being reported.